Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, that the customer called the technical service engineer (tse) for phone assistance regarding the bipolar energy not working. The tse reviewed the system settings and found no settings for bipolar energy. The customer had already tried both ports and two energy cables, and the tse suggested trying a third cord. However, no further troubleshooting was done at that time. The monopolar energy was functioning correctly. The tse noted an m-02 fault in the error logs from earlier that morning, indicating a module timeout. The tse provided some troubleshooting tips and believed the issue might be due to a faulty bipolar energy cord. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe due to customer complaints about bipolar not working. System tested, verified, and ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found in artemis 1-87 and m-02 errors. Also, erbe logged errors m-1c, c-84, c-00 and m-02. Upon visual inspection, no issues were found that would be related to the reported event. The erbe unit was tested using the system and successfully energized and cauterized all ports and instruments without any issues. Erbe log error showed m-1c, c-84, c-00 and m-02 errors. Upon visual inspection, scratches and areas of chipped paint were note on the covering/housing. Additionally, a crack was observed on the upper left part of the white bezel. The complaint was not confirmed based on failure analysis. The probable root cause of the loss of bipolar energy may be attributed to an issue with the erbe generator. However, the root cause cannot be determined more specifically as the issue could not be replicated during failure analysis testing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.